Event description:
It was reported, the patient's system was explanted the date of this report; the reason was unknown. It was noted, the anchor came apart and remained in the patient's body. Additional information received reported there were no issues with the system. The patient was implanted with a pump and was doing fine.

Manufacturer narrative:
Product ID, 3998 lot# v027804, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37742 lot# serial# (B)(4), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).